Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1ewac, implanted: (B)(6) 2017, product type: lead.

Event description:
The patient reported that they were suppose to have a trial on (B)(6) 2017, but somehow ended up having a system implant. The patient did not understand why they got an implant. It was also indicated that their "wire" kept coming loose. Patient services was unable to collect further information as the patient disconnected. There were no symptoms or complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.